Manufacturer narrative:
(B)(4). This is a report of a system error 2240 as a result of the patient disconnecting from the set without following proper procedures. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice (hc) experienced a system error 2240 (air in line/set) alarm. This event occurred during drain 1 of peritoneal dialysis. The home patient (hp) was connected at the time of the alarm. The hp had disconnected during drain 1 without following proper procedures and reconnected. The technical service representative (tsr) explained the alarm and advised the hp to start over with new supplies and to contact renal nurse. Proper procedures were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.